Event description:
Patient called to report a product issue involving his philips dreamstation 2 CPAP machine. Patient stated he received this device as a replacement, but that this device is overheating and has a strong odor. He stated that the humidifier compartment is black and looks burnt. He stated that even after washing it out, the device still has a terrible odor.